Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had beep vibrate anomaly. The customer¿s blood glucose was 167 mg/dl at the time of incident. Customer reported that the insulin pump did not give her a beep alarm when the reservoir was low. Customer observed it last night place near her so that she can hear a beep when the insulin pump was alarming but still it only vibrate no sound at all. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.